Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two trial leads with the same lot number. It was reported the patient was implanted with trial leads on (B)(6) 2016. Subsequently, right side therapy was lost on the same day. Reportedly, the right lead migrated. As a result, surgical intervention was undertaken on the same date during which time the lead was repositioned. Effective stimulation was achieved postoperatively. This issue is resolved.